Manufacturer narrative:
To date the intraocular lens (iol) remains implanted; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured and released according to specification. A search on complaints revealed no other complaints were received for this order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Patient experienced issue in 2011, exact date not provided. If explanted, give date: na (not applicable) there is no indication at the time of this report that the lens has been explanted. Phone number not provided. Completed by manufacturer all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that cataract surgery was performed in patient's left eye on (B)(6) 2006. Patient also had right eye lens implanted on (B)(6) 2006. The patient visited clinic due to blurry vision in both eyes. The clinic performed a refractive surgery with lasik to adjust the residual refractive defect in both eyes and the patient was satisfied until 2011. In 2011, patient experienced severe lost of vision in the right eye. This file represents the lens implanted in the patient's left eye. A separate MDR report is being filed for the patient's right eye.